Event description:
Procedure type: unk. According to the rptr: the hospital opened multiple bluntport trocars prior to the procedure and found white flakes on the instruments. At this point the surgeons chose to do an open procedure, since we could not find a bluntport without dust on it. All the dust seems to be on the tyvek lid side of the trocars. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. No pt contact. Each instrument will be reported separately.

Manufacturer narrative:
(B) (4). A multiple number of instruments were involved in this incident. All of them are reported separately: 2647580-2009-00548; 2647580-2009-0050; 2647580-2009-00551; 2647580-2009-00552; 2647580-2009-00553: 2647580-2009-00547.